Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "self check failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not retuned to zoll medical corporation for evaluation. A zoll field representative evaluated the device. The customer's report was not replicated or confirmed. The device is expected to return to zoll medical corporation for additional evaluation. The customer was contacted for the return of suspect device, the device has not been returned to zoll for evaluation. No trend is associated with reports of this type.